Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, white particles in device inner surface, one opening crack and calcification-like white particle on the device outer surface. A leak test and microscopic analysis were performed which identified: one crack opening. Based on the device analysis ,the final assessment is one crack opening assessed as a cracked valve seat diaphragm valve.